Manufacturer narrative:
Details of the complaint: on 10/13/2020, the customer at (B)(6) hospital reported the following issue with pu-621ra; (B)(6) from patient monitoring: the spo2 lower limit was set at 89, but it did not alarm until it got to the 69 reading. Investigation conclusion: the most common causes of missing an alarm are observed to be due to user error of inadvertently silencing the alarm, or slack cable connections investigation determined the issue poses medium risk. The reported issue does not require further investigation through CAPA process. Considering the user's unresponsiveness and no indication of the issue in a subsequent documented ticket, the issue might not be caused due to nk device malfunction. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional model information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (biomed) reported that spo2 lower limit was set at 89 on the central nurse's station (cns), but it did not alarm until it got to the 69 reading. When the biomed arrived at the hospital, everything seemed to be working normally. While reviewing the alarm settings, they stated that they saw that the alarm is set at advisory, the biomed had questions about this and about the alarm settings and when will they alarm and what is the threshold. They wanted to speak to a clinician. Nihon kohden clinical application specialist contacted them two times and was unable to get a hold of them. Qa has also contacted them for additional information, but the customer has been unresponsive. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (biomed) reported that spo2 lower limit was set at 89 on the central nurse's station (cns), but it did not alarm until it got to the 69 reading. When the biomed arrived at the hospital, everything seemed to be working normally. While reviewing the alarm settings, they stated that they saw that the alarm is set at advisory, the biomed had questions about this and about the alarm settings and when will they alarm and what is the threshold. They wanted to speak to a clinician. Nihon kohden clinical application specialist contacted them two times and was unable to get a hold of them. Qa has also contacted them for additional information, but the customer has been unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (biomed) reported that spo2 lower limit was set at 89 on the central nurse's station (cns), but it did not alarm until it got to the 69 reading. When the biomed arrived at the hospital, everything seemed to be working normally. While reviewing the alarm settings, they stated that they saw that the alarm is set at advisory, the biomed had questions about this and about the alarm settings and when will they alarm and what is the threshold. They wanted to speak to a clinician. Nihon kohden clinical application specialist contacted them two times, and was unable to get a hold of them. Qa has also contacted them for additional information, but the customer has been unresponsive. No patient harm was reported.